Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the he forgot to put the insulin pump on suspend and it ran out of insulin. The customer stated that he received an error alarm. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector on radio frequency board. The insulin pump had cracked case at display window corner and cracked reservoir tube lip.